Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was readmitted to the hosp for biventricular failure. The hosp suspected that the lvad was not unloading or that there was a clot in the pump. Add'l info received indicated that the pt was given medication and his condition was improving.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.